Event description:
Pt had a lot of health problems, but pt was a fighter. Pt's history of copd, breast cancer, emphysema, hysterectomy, appendectomy, and hepatitis c. Family member does not believe that was what took pt's life, pt had a procedure done called vertebroplasty in 2004 by m.d's. The vertebroplasty was for a compression fractures location t8. This was to relieve the pain of the fracture. In 2004 at 10:40 pm pt passed away. Family member cannot even explain the pain pt endured before their death. Pt could not speak but was alert and knew everything said. The hump in their back from osteoporosis had disappeared after the surgery yet it was three times as large about four days before their ungodly death, pt also within one month became paralyzed, pt endured a lot.